Manufacturer narrative:
Inspected one opened and used enlite sensor and performed bicarbonate buffer test. Sensor failed per specifications due to low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a sensor glucose versus blood glucose differences on the insulin pump. The customer's blood glucose was 295 mg/dl. The customer was advised that the calibration error is the product of senser glucose versus blood glucose differences. The troubleshooting was performed. The customer was advised that the issues might be due to sensor not tracking changes or sensor damaged due to amount of differences. The patient was advised that we ship a replacement of sensor. The customer was advised call back if new error come up.